Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was in the memory mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one week prior to contacting lfs. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, it is unclear what action the patient took following the alleged issue. According to the csr's documentation, three weeks prior to contacting lfs, the patient reportedly consumed less food/drink; however, the reason for patient's action is not known, the patient's blood glucose result (with the subject meter) prior to her action is not specified. It is also not known if the patient tested her blood glucose with another/ secondary device after the alleged issue began. As a result of the alleged meter issue, the patient reportedly became nervous, felt hot and cold, and shaky (date/time not specified); it is not known if the patient had made any changes to her diabetes regimen, meals, or activity level prior to the onset of her symptoms. The patient denied receiving any medical intervention following the reported meter issue. It is not known how long the patient's symptoms continued on for and it is not known when the patient's reported symptoms began to improve. During troubleshooting, the csr guided the patient through the correct testing procedure (per owner's booklet recommendation) and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.